Event description:
It was reported that during a right shoulder arthroscopy joint cleaning and loosening, acromioplasty, and rotator cuff repair surgery, the footprint suture anchor was broken. The device broke inside the patient all the pieces were removed. The procedure was successfully completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor has been broken at the suture slot and is missing small fragments. The inserter shows no abnormalities. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.